Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut off during transport with no alarm. Iabp was able to be powered back up and transport continued with no further problem. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported failure. Fse had replaced the pcba, cardiosave power management board as a precaution. Fse had then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation.the failure analysis and testing dept. Received part with a reported unit failure of a spontaneous shutoff. The failure analysis and testing dept. Received part with a reported unit failure of a spontaneous shutoff. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board.in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed that the board was faulty due to the unit not powering on. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The fat dept received part from the supplier. The supplier evaluation states the following:1. Perform incoming visual inspection.result: found component at location u35 damaged.the fat dept will retain this part as per procedure 0002-07-d008.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).